Event description:
It was reported that the patient experienced a skin irritation causing itchiness, redness, burns, lumps and stinging at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. It was also reported that the patient could not breath and had to call their granddaughter. The pod started beeping because it was out of insulin. The patient removed the pod and discarded it. The patient went to the doctor and was prescribed hydrogel.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.